Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified external iliac artery (eia). A 10x100x120 epic vascular stent was selected for stenting via ipsilateral approach. During the procedure, it was noted that the stent could not cross the lesion. Consequently, the stent was flared out on the undeployed stent during removal. The stent was removed intact from the patient's body, and the procedure was completed by replacing the stent. No patient complications were reported.